Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s blood glucose level rose to 400 mg/dl while wearing the pod on the arm between 24 and 36 hours. The patient¿s mother reported that the patient experienced multiple omnipod pump malfunctions, including adhesive issues, leakage, and one pod falling off, which led to inadequate insulin delivery. These events were associated with the development of dka and subsequent hospitalization. The patient experienced symptoms including vomiting, stomach pain, and unable to hold anything down. The patient was diagnosed with dka. Treatment included intravenous (IV) fluids and an insulin drip to reduce ketone levels and bring blood glucose levels back to the normal range. At the time of reporting, the patient remained hospitalized.